Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the safety mode could not lock into place. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results. Evaluation conclusion: the device has been discarded by the manufacturer.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the safety mode could not lock into place. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.